Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the tube lifter in the reported problem area of the pipette assembly was sticking. The instrument was cleaned, inspected, tested without further problem, and returned to svc.